Event description:
The MFR received info alleging a ventilator's pressure does not increase. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device was found to have a faulty pressure relief valve. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01. Conclusion: device evaluated and returned to customer unrepaired due to customer request.